Event description:
Customer reported unregulated flow of the secondary infusion. The user reported the primary fluid was infusing without incident, the secondary (primaxin), was attached to the port above the pump, programmed as a secondary infusion at 100 ml/hr and when the infusion was started, unregulated flow of the secondary was observed. The contents of the secondary infused in less than 5 mins. The secondary set, lvp and pcu were sequestered and sent to biomed. The primary set was discarded. No pt harm reported and no medical intervention required. The secondary administration set, lvp and pc unit were received. The primary set was discarded by the customer. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.